Event description:
A complaint was received from a customer that stated when customer used excel off brand reagent strips in customer's elite system customer's blood sugar results were too low. Customer stated that customer's last blood sugar reading was 20 mg/dl. It was assumed that the customer did not have symptoms of low blood sugar. While on the phone a review of the system was made. Electronic checks were low and out of specification. In addition, the customer was told that bayer does not provide or support the use of an off brand reagent. A request was made to return the system for evaluation. In the meantime a replacement unit has been provided.